Event description:
It was reported that the patient was seen at the clinic on (B)(6) 2013, and during testing in-situ it was found that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.